Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative reconnected the components in the system, as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 19, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively, as the information obtained is not definitive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a system presented with auto reflux in irrigation / aspiration mode during a procedure. Patient impact is unknown. Additional information has been requested but none has been received.